Event description:
It is reported that during surgery, the tip of reelx stt knotless anchor is divided into two pieces and it led to failure of the anchor. It is reported that the surgery has been delayed few minutes to replace the anchor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.